Event description:
Rptr stated that when the device was used on the pt it was set on EKG mode and the pt also had a pulse ox on. The pt then became hypoxic and arrested. Md stated that the monitor failed to give an alarm when the pt became hypoxic. In other words, the beeping sound of the monitor did not diminish in order to alert the staff that the pt had become hypoxic. Rptr feels that this happened because the monitor was set in the EKG mode. Rptr feels that the monitor should work whether it is set in EKG mode or not. Pt was resuscitated but expired.